Manufacturer narrative:
The reported event was unable to be confirmed. As the device was not returned, unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It was reported, after the implantation of the valve, the alignment appeared coaxial on withdrawal, but upon retrieved of the ds into the gore dryseal sheath, it was found resistance. This resistance was overcome by using more manual pulling force until the resistance was overcome, and the ds was successfully removed. No resistance was found on introducing the balloon, only on withdrawal. 1-2 minutes were between the deflation and the withdrawal attempt. There was no volume retained in the balloon before the withdrawal started. When the initial resistance was noticed, some volume was re-introduced to the balloon, and then the balloon was again put on negative pressure. And as per medical opinion, the tricuspid regurgitation might be caused because part of the tricuspid valve apparatus was caught between the dryseal sheath and the commander ds when this was attempted to be withdrawn. Per training manual, it is advised to retract the sheath and delivery system into the venacava, followed by retract balloon into the gore dryseal sheath before removing commander delivery system. In this case, if the commander balloon was attempted to be withdrawn into the dryseal sheath inside the right ventricle, it is possible that due to access curvature, the commander balloon was not coaxial to the sheath during withdrawal, and therefore catching on the sheath tip, causing the reported withdrawal difficulty and damaging the tricuspid apparatus. As such, available information suggests that procedural factors (withdrawal technique) may have contributed to the complaint events. However, a definitive root cause was unable to be determined.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding an implant of a 29mm sapien 3 valve in pulmonary position by transfemoral vein approach within a pre-existing edwards valve. After the implantation of the valve, the alignment appeared coaxial on withdrawal, but upon retrieved of the delivery system (ds) into the non-edwards sheath, there was resistance. This resistance was overcome by using more manual pulling force until the resistance was overcome, and the ds was successfully removed. Post-procedure, echo showed a severe tricuspid regurgitation. It was supposed that the tricuspid valve was damaged after the s3 implant. The patient presented a nyha I-ii and was noted as to be hospitalized awaiting for a surgical tricuspid valve replacement.